Manufacturer narrative:
On february 17, 2022, mentor became aware that the patient's implants were intact, and received non-mentor device replacements on (B)(6) 2022. Device problem code under field h6 has been updated to "adverse event without identified device or use problem" on this form. Reason for device explant and/or reoperation: right asymmetry manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent unspecified breast surgery with a 420cc mentor smooth round high profile on both sides and experienced bilateral breast implant deflation postoperatively. As a result, the devices will be explanted on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Date of explant: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).